Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use the manufacturer representative (rep) had a patient with them who reported that they used a training station in the gym that put accidentally mechanical pressure on their implanted neurostimulator (ins). Since then, they are having issues recharging the ins, but additionally, the recharger app won¿t properly connect to the ins anymore. Both the patient handset and physician programmer could connect to the ins as expected. The rep tested impedances, which were fine. The patient was still received proper therapy. Mechanical pressure could indeed damage internal parts of the ins, however since the whole functionality of the ins was still working as intended, there was no suspicion of this. The patient recharges only once every 3 weeks so it is possible that the recharger was defective. The patient will be sent a replacement. If the replacement works, the case will be closed. If the new recharger would show similar issues, the patient was instructed to call the patient services hotline back for further troubleshooting. The patient called in after speaking with the rep (see above). The ins cannot be properly recharged anymore. The patient put a lot of pressure on their ins in the gym. However, the recharger app won¿t properly connect to the recharger anymore. All issues started at the same time, so it is hard to determine the actual root cause. A new recharger kit was requested to rule out a recharger issue. The patient was notified that they should call back if replacement of their product does not resolve the issue, and no patient harm was reported.

Manufacturer narrative:
G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.